Manufacturer narrative:
Block b3: exact date unknown, event occurred may 2025.

Event description:
It was reported that the paddle lead migrated and was causing inadequate pain relief and discomfort in unwanted areas. The patient underwent a lead replacement procedure and was doing well postoperatively. The implantable pulse generator (ipg) was also replaced due to an unknown reason. The explanted device components were kept by the medical facility. No further information could be obtained despite good faith efforts. Additional information was received that the spinal cord stimulator (scs) was replaced due to thoracic radiculopathy symptoms.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the paddle lead migrated and was causing inadequate pain relief and discomfort in unwanted areas. The patient underwent a lead replacement procedure and was doing well postoperatively. The implantable pulse generator (ipg) was also replaced due to an unknown reason. The explanted device components were kept by the medical facility. No further information could be obtained despite good faith efforts.